Event description:
It was reported that a patient's blood glucose levels exceeded 250 mg/dl, while wearing the pod between 24 and 36 hours on the back. The patient noted the cannula had dislodged from the infusion site. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied. The device was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.